Event description:
Boston scientific (bsc) crm received info from this caller that this pt was going to be undergoing surgery for an unspecified reason. The caller stated that the pt's heart rate was 42 bpm and loss of capture was suspected. A bsc crm technical services consultant recommended that the pt's system be evaluated. Efforts to obtain add'l details regarding the clinical observations were unsuccessful. No other adverse events have been reported. This issue will be re-evaluated if add'l details are received. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.